Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the bolus totals did not match in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the bolus totals in the bolus history were consistent with the bolus totals in the total daily dose history at the time of the reported issue. The pump successfully performed a 10u audio bolus and 10u normal bolus. Both were accurately recorded in the pump bolus history and bolus total dose history correctly showed 20.0u. Unrelated to the initial complaint, the battery compartment was cracked.